Event description:
It was reported that there was an alert from the device for high right ventricular (rv) lead impedance on the superior vena cava (svc) high voltage coil. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. (B)(4).